Event description:
Pump alarm 20 was reported during insulin pumping. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support assisted in loading a new cartridge, but the issue persisted, leading to the replacement of the pump. The customer was informed about the replacement, with instructions provided for transport and storage of the new pump.